Event description:
Reporter indicated that pt had 5 grand mal seizures in one night. It was reported that the pt's alertness had improved greatly since generator replacement surgery two years ago, but that pt had recently started having night-time seizures. The pt's neurologist was scheduled to check their dilantin level, but the pt started to stagger four days prior to scheduled appointment so their family member discontinued pt's dilantin. The pt reportedly got worse after that, so their family member gave pt diastat the next day. Two days later, the pt reportedly had 5 grand mal seizures. The pt's personality has reportedly changed and pt looks and walks differently. A caregiver had moved in with the pt just before the above mentioned incidents occurred. Further follow-up revealed that the pt's condition is much improved since office visit with parameter adjustment. The pt is still having seizures, but is back to their baseline seizure frequency. Treating neurologist indicated that the pt's seizure types had not changed and that the pt's overall health condition was not worsening. There were reportedly no medication changes or environmental stimuli that could have caused the pt's increase in seizures.